Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was prompting an "ER 2" message. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient reported that the alleged error message began to appear approximately 1 ½ months prior to contacting lfs. The patient informed the cca that he manages his diabetes with novolog and levemir insulin (no adjustments). It is not known if the patient made any changes to his diabetes management as a result of the alleged issue. On an unspecified date/time, after the alleged issue began, the patient claimed he was unable to test his blood glucose in the morning. Despite not being able to test, he administered his usual dose of novolog insulin and sometime later felt "low." The patient reported that he felt dizzy and in response to the symptom was taken to see his doctor. The patient claimed his blood glucose was "39 mg/dl" when tested with the physician's meter. The patient confirmed he was treated by his physician for a low blood sugar. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.